Manufacturer narrative:
The customer reported an inratio inr discrepant high value of 5.1 during testing. It is indicated that product is not returning for evaluation. Therefore, an investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
"The customer alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2015, inratio: 5.0, lab 1.7. Patient's therapeutic range: 2-3. The physician was concerned with the inratio result of 5.0 and had a peripheral blood reading which came back as 1.7. No changes made to patient's warfarin dose due to inratio reading. Service provider advises patient had stable readings with inratio prior to this comparison; patient had been on warfarin since (B)(6) 2014. This complaint was sent by the customer to the (B)(6) department of health.